Event description:
Additional information was received noting that the patients condition has improved significantly due to the device remaining off post surgery.

Event description:
Further information was received from the physician noting that a CT scan of the patient was performed. The portion of the CT scans that contained the generator and lead were reviewed. The generator was located in the patient¿s upper left chest. It cannot be assessed if the connector pin is coming through the second connector block, due to the angle and quality of the image. The filter feedthrough wires could not be assessed due to the quality of the image. The lead was observed in the patient¿s chest and neck. Strain relief is unable to be assessed due to the quality of the image. Unable to assess whether a portion of the lead is behind the generator, due to the quality of the image. In the visible portions of the lead, no sharp angles were present. No gross discontinuities were identified in the visible portion of the lead. The physician also provided an assessment of the CT scans, which noted that there is asymmetrical non-obstructed 0.4cm left anterior diverticulum between the left true and false vocal cords. There is a generator of the vagus nerve stimulator within the soft tissues of the left anterior hemi thorax with its lead placed in the subcutaneous soft tissues over the left sternocleidomastoid muscle and its distal electrode placed within the left carotid compartment closely adjacent to the distal left common carotid artery just below its bifurcation at c5 vertebral body level. A position of the distal electrode corresponds with an anatomical location of both the left vagus nerve posterior to the carotid and external branch of the superior laryngeal nerve which is anterolateral ot the left carotid artery. A distal electrode of the vagus nerve stimulator abuts both the left superior laryngeal nerve and left vagus nerve. No other relevant information has been received to date.

Event description:
It was reported that the patients voice had not returned since their full replacement surgery (generator and lead). The patient then went to an ent and was diagnosed with vocal cord paralysis. The implanting surgeon believed the vocal cord paralysis was due to the vns surgery and that it was only temporary. No known surgical intervention has occurred to date. No other relevant information has been received to date.